Event description:
Report that during procedure the cath lab "shot an air embolus down the pt's coronary artery." There was no pt injury. Believed by lab to be possibly due to the connection between the fluid delivery set and the manifold in the convenience kit. Used product being returned for eval.